Event description:
It was reported to the manufacturer that the vns patient was referred for a battery replacement due to end of service. Follow-up revealed that the battery replacement was actually because the patient has been experiencing an increase in seizure activity. Diagnostics performed on the device revealed proper device function. Good faith attempts to obtain additional information regarding the patient's reported events have been unsuccessful to date.